Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of air embolism as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for air embolism. It was reported that the patient underwent a mitraclip procedure, treating functional mitral regurgitation of grade 4. One clip was implanted without issue. A second clip was implanted and the mr was reduced to grade 2. The clip delivery system (cds) was pulled into the steerable guide catheter (sgc) without difficulty and the devices were removed without difficulty. There was no device malfunction. Air bubbles were noted in the left ventricle. The air bubbles were aspirated; however, some air bubbles remained, but is was confirmed that there was no patient injury. The sgc was removed and acute procedural success was achieved. The mr was reduced from grade 4 to grade 2, with implantation of the two clips. No additional information was provided.